Manufacturer narrative:
Other applicable components are: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were unable to charge the ins because they were getting the ¿no device found¿ message on the screen. The patient reported that they unlocked the controller and lay it right over the ins but the ¿no device found¿ screen still appeared. It was reported that when the recharger cord was connected into the controller, a screen 15 (looking for device¿ was indicated and then a screen 13 (connect the recharger). It was reported that the controller is not recognizing that the recharging cord is connected to the controller. No patient complications have been reported because of this event.